Event description:
Same case as MFR report# 3005099803-2008-04530. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, balloon damage occurred. The stones were located in the common bile duct (cbd). The extractor rx 12mm x 15mm retrieval balloon was advanced to the cbd, however, upon sweeping the duct, the balloon "popped". The device was removed intact. Another of the same device was advanced, however, upon sweeping the duct this balloon "popped" as well. The device was removed in tact. A third of the same device was used in conjunction with an unspecified trapezoid basket to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine".

Manufacturer narrative:
A review of the device history record (DHR) confirms that the device met all material, assembly, and performance specifications. The most probable root cause of the reported complaint can be attributed to operational context due to contact between the balloon and a sharp exterior source such as a sharp, irregular stone during stone extraction.